Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero leaked at the septum. The following information was provided by the initial reporter: know we had leakage in one for the catheters. No impact possible IV reinsertion.

Manufacturer narrative:
The complaint of a leak was confirmed, and the cause appeared to be manufacturing related. Two photographs were provided for investigation and one photo showed an 18g nexiva IV catheter that had been inserted into the patient. The photo showed what appeared to be blood leaking from the septum. Leakage can occur if the septum is misaligned during assembly. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.